Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photo received for investigation, through the analysis of the photo sent by the customer, it is possible to observe the incident of a cracked barrel. A possible cause for the incident is a snag in the product assembly step after the leak test. No corrective action at this time. The incident identified from this complaint will be monitored for trend assessment. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd solomed¿ 3ml syringe was cracked. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "the 3ml syringes with lot number 1088424 manufacture 2021/04 came with a chipped part. We can only notice it at the moment of application because the liquid inside the syringe ends up overflowing and we can't know which ones would have this divergence because we can't identify it inside the sealed package."